Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon withdrawal resistance occurred. The 80% stenosed de novo eccentric lesion was located in a moderately calcified and moderately tortuous left circumflex artery. The lesion was predilated with a 2x15mm maverick balloon which reduced the stenosis to 75%. A 2.5x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 13 atms for 45 seconds. The physician reported difficulty inflating the balloon and the stent was not fully deployed or well apposed. The contrast ratio in the inflation device was 50%. When the stent was deployed, the balloon was not fully inflated without waist. The balloon fully deflated with no issue, but when the physician went to remove the balloon from the stent, it did not withdraw. In an attempt to dislodge the balloon, the physician dialed up and down, pulled negative multiple times over 3 minutes, went neutral, deep seated the guide catheter and pushed the guidewire. Eventually a buddy wire was inserted parallel to the balloon catheter which successfully dislodged the balloon. The lesion was post dilated with the stent balloon. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).